Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "drain was manufactured incorrectly (dimensions or material not to spec, not cured for the appropriate amount of time etc.)". The DHR review could not be performed without a lot number. The instructions for use were found adequate and state the following: ¿indications for use: wound drains are used to remove exudates from wound sites. Contraindications: do not use for chest drainage. Warning: do not bypass/inactivate anti-reflux valve. A. Use with single flat drain - 1. Place perforated wound drain within critical fluid collection area of wound. 2. Draw drain tube through skin/stab wound incision until flat portion of drain is seated appropriately. 3. Trim drain tube to desired length and attach to blue adapter. Connect other end of blue adapter to y-connector. 4. Insert connecting tube in reliavac® port a, up to indicator ring. B. Use with two flat drains - 1. Place perforated portion of wound drains within critical fluid collection areas of wound. 2. Draw drain tubes through skin/stab wound incision until flat portion of the drains are seated appropriately. 3. Trim drain tubes to desired length. 4. Cut off plug from closed arm of y-connector and attach blue adapters. 5. Attach drains to blue adapters. 6. Insert connecting tube in reliavac® port a, up to indicator ring. Caution: punctures or additional perforations should not be made in the silicone wound drain. C. Attaching to auxiliary suction - 1. Insert suction adapter into port b. 2. During auxiliary suction, balloon will inflate and exudate will flow over balloon surface from port a to port b. 3. To discontinue auxiliary suction, remove suction adapter and close port b. Caution: do not use with wall suction in excess of 210mm hg. D. To establish suction - 1. Open port b. 2. Pump bulb until balloon fills container. 3. Close port b. Note: hissing sound is normal and stops when maximum suction pressure is reached. Possible reflux of fluid to the patient is reduced during reliavac® evacuator reactivation by a built-in anti-reflux valve in port a. E. To empty container - 1. Open port b. 2. Invert unit. 3. Pump bulb to empty quickly. F. To re-establish suction - 1. Repeat step "d" above. G. To read fluid volume - 1. Open port b. 2. Allow balloon to deflate. 3. Read and record volume. 4. To reactivate, repeat step "d" above¿. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient had the original parotidectomy. They went to follow-up appointment at the office where doctor was planning on pulling their drain that was located in their neck and sutured behind their ear. Upon cutting the suture and pulling the drain out, only half of the drain was removed. The white preformatted portion of the 7 fr jp drain stayed inside the patient. They stated that while at home after discharge, the jp bulb would not hold a suction, which was evidence there was a problem with the drain. Patient returned for removal of retained drain in operating room. Drain was removed and sent to pathology.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The exact root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be "drain was manufactured incorrectly (dimensions or material not to spec, not cured for the appropriate amount of time etc.). However, there was insufficient information to confirm this potential root cause. The device history record review could not be performed without a lot number. The instructions for use were found adequate and state the following: "to avoid the possibility of drain damage or breakage: ¿ additional perforations should not be made in the drains. ¿ avoid suturing through drains. ¿ drains should lie flat and in line with the skin exit areas. ¿ particular care should be taken to avoid any obstacles to the drain exit path. ¿ drains should be checked during closure for free motion to avoid possibility of breakage. ¿ drain removal should be done gently by hand. They should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Warning: surgical removal may be necessary if drain is difficult to remove or breaks." Correction: h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that the patient had the original parotidectomy. They went to follow-up appointment at the office where doctor was planning on pulling their drain that was located in their neck and sutured behind their ear. Upon cutting the suture and pulling the drain out, only half of the drain was removed. The white preformatted portion of the 7 fr jp drain stayed inside the patient. They stated that while at home after discharge, the jp bulb would not hold a suction, which was evidence there was a problem with the drain. Patient returned for removal of retained drain in operating room. Drain was removed and sent to pathology. Per follow up via email on 30jan2024, it was reported that the sample had been sent back already. No additional lots were reported. The patient was discharged after the drain was removed in the or.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had the original parotidectomy. They went to follow-up appointment at the office where doctor was planning on pulling their drain that was located in their neck and sutured behind their ear. Upon cutting the suture and pulling the drain out, only half of the drain was removed. The white preformatted portion of the 7 fr jp drain stayed inside the patient. They stated that while at home after discharge, the jp bulb would not hold a suction, which was evidence there was a problem with the drain. Patient returned for removal of retained drain in operating room. Drain was removed and sent to pathology.